Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cracked screen on the heartmate 3 system controller, serial number: (B)(6), was unable to be confirmed as the system controller was not returned for evaluation and no images were submitted. Provided information stated that the patient¿s primary system controller was exchanged to their backup system controller as the primary system controller screen had a compromised view of the display. Although the reported event was unable to be confirmed, additional information provided states that the root cause for the crack screen was due to the user¿s system controller being on their waistline as they leaned into the kitchen countertop. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 2 entitled ¿system operations¿ and the heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ overviews the system controller display and addressed how to properly interpret and troubleshoot all system visual and auditory alarms. The heartmate 3 IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including performing self-tests to ensure that all visual and audio indicators function as intended. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patients system controller display screen was cracked. The damage to the system controller occurred when the patient was wearing the system controller and leaned into the countertop of the kitchen. The patient heard the system controller crack. The system controller was exchanged. It was reported the patient experienced no adverse effect from this event. Additional information reported that no log files were available for review.